Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, universal surgical manipulator (usm) 3 kept locking up on tissue. The surgical staff had reseated the sterile adapter, but the reported issue was not resolved. The large needle driver instrument was also replaced with another instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) noted that there were no system related issues in the error logs. The surgical staff would replace the instrument arm drape if the issue was still present. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported problem. The system was tested and verified as ready for use.